Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) received four photographs of a device. The first photo depicts a small seal with a cut. The second photo depicts the product label and expiration date. The third photo depicts the product label and expiration date. The fourth photo depicts the product label and expiration date. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, intra-operatively in a laparoscopic procedure, the device had a disengaged seal. During the procedure, a piece of expansion sleeve separated and fell into the patient. The piece of the device that fell into the patient was removed. The patient is alive with no injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.